Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) provided a shorted lead warning, as measured during shock delivery, through the associated transvenous defibrillation lead. Subsequent slit testing resulted in acceptable measurements. The device and lead were explanted, replaced, and returned for laboratory analysis.